Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt ((B)(6)) is experiencing a sharp stabbing sensation in the area of the lead extension. X-rays were taken for further interrogation, and it was determined the reported pain was caused by the header block of the lead extension. Surgical intervention will be undertaken at a later date to revise the implant depth of the device.